Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension guide catheter in two pieces. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the collar/shaft area, and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The reported device detachment was confirmed.

Event description:
It was reported that the device was fractured. The 85% stenosed target lesion with 28mm in length and a vessel diameter of 3.5mm was located in the moderately tortuous and calcified left anterior descending artery. A 5-in-6 guidezilla was selected for a percutaneous coronary intervention. During the procedure, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications reported and patient was stable post procedure.

Event description:
It was reported that the device was fractured. The 85% stenosed target lesion area with 28mm in length and a vessel diameter of 3.5mm was located in a moderately tortuous and moderately calcified left anterior descending artery. A 5-in-6 145 guidezilla catheter guide extension catheter was selected for a percutaneous coronary intervention. During the procedure, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure.

Event description:
It was reported that the device was fractured. The 85% stenosed target lesion with 28mm in length and a vessel diameter of 3.5mm was located in the moderately tortuous and calcified left anterior descending artery. A 5-in-6 guidezilla was selected for a percutaneous coronary intervention. During the procedure, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications reported and patient was stable post procedure.